Event description:
Customer reported that she was hospitalized 12 years ago due to high blood glucose. The blood glucose reading was high at the time of hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.